Event description:
Reportable based on device analysis completed on 06feb2023. It was reported that a failure to cross occurred. A 3.50 mm x 20.00 mm agent drug coated balloon (dcb) was being advanced and the device was unable to cross the lesion. The procedure was completed with another agent device. No patient complications resulted in relation to this event. However, the return device analysis revealed a separation of the hypotube.

Manufacturer narrative:
Returned product consisted of an agent (dcb) balloon catheter. The device was microscopically and visually examined. There were copious amounts of blood in the hub of the device. There were numerous kinks to the hypotube of the device. At 72.3cm from strain relief, the hypotube was separated. There was blood in the guidewire lumen. The balloon was tightly folded with minimal coating intact.